Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited intermittent pacing. The lead was observed to have perforated the heart wall. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.